Manufacturer narrative:
Rayner intraocular lenses limited has allocated the reference (B)(4) to this case. The healthcare professional reports that the patient was suffering from with loss of vision from one day post-operatively. Anterior chamber hypopyon was observed. No glow was detected and fundus details were not available. The healthcare professional administered intravitreal vancomycin and amikacin on (B)(6) 2014 to treat the infection. On (B)(6) 2014, the patient was transferred to a different healthcare facility to undergo a vitrectomy. Post-operatively, the patient was prescribed gatifloxacin with dexamethasone. Our review of production records for the superflex aspheric 920h iol batch 113e53795 showed that all manufacturing and quality checks were conducted with successful results. There are no issues associated with the manufacture of these batches and all sterilization activities were carried out successfully without complication. All devices released for distribution from the superflex aspheric 920h iol 113e53795 were within tolerance, met specification criteria and were without defects. The bioburden and endotoxin results for the superflex aspheric 920h iol batch 113e53795 were reviewed. The bioburden results for these devices were below target level and the endotoxin results were at the 0.5eu/device limit. It is not possible to attribute the development of endophthalmitis to the rayner iol.

Event description:
Rayner intraocular lenses limited received notification from its (B)(4) distributor of an event that occured following implantation of a superflex aspheric 920h intraocular lens (iol). The event description provided states that endophthalmitis was observed in the post-operative period.